Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range right atrial (ra) lead pace impedance measurements, measuring less than 200 ohms. Additionally, there were some inappropriately stored atrial tachy response (atr) events due to noise. At this time, the ICD and ra lead remain in service and there were no adverse patient effects were reported.